Event description:
Reportedly, the dr used balloon for dissection but when he tried to pull out the instrument, the balloon detached from the cannula and was left behind in the pt. The surgeon retrieved the device manually. Procedure: lap hernia repair.